Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/06/2014 with the following findings: inexplicable reboot events, which can be indicative of the event type reported, were observed in the black box data. The battery compartment was cracked in several locations. Corrosion was found in the battery compartment. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all of the testing. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and no internal defect or damage was observed. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.